Event description:
Info received reports device removed due to infection. Pt expired in 2001. Last implant previous day. The device was explanted but not returned to the MFR for analysis. The hcp did not know cause of death.